Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of white residuals observed in the a/w cylinder, air water (a/w) channel, and auxiliary (aux) water flow could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the evaluation of the device, the service repair technician team indicated that white residuals were observed in the air/water (a/w) cylinder, air/water (a/w) channel, and auxiliary (aux) water flow. There was no patient involvement.